Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00188. The complaint is related to the patient identifier (B)(6). This report is being supplemented to provide additional information based on the final investigation. Updated field : g1, h2 , h3 and h6. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is that the cause not established. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00188. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The complaint is related to the patient identifier (B)(6).

Event description:
It was reported that during a diagnostic endobronchial ultrasound (ebus) procedure, under general anesthesia, the maj-1351 balloon fell off into the patient's airway. The balloon was retrieved with disposable biopsy forceps (model# fb ¿ 211d olympus) right after the scope was removed and the missing piece was discovered. The procedure was completed with tthe same device without a delay and no any unplanned diagnostic test was required. No reports of patient harm. Reportedly, there was no problem with patient's extubating process or recovery. This event is for the scope.